Event description:
The pt was unable to adjust stimulation. The programmer displayed the 'call your doctor' icon. The implantable neurostimulator was in an out-of-regulation condition. The pt was seen in clinic. The device was reprogrammed with no change in stimulation therapy. Movement caused stimulation changes. There was no known incident or accident related to the event. Pt symptoms included no stimulation and preexisting pain, emotional changes, and ambulation changes. The hcp advised replacement or revision of the lead. The pt outcome was reported as 'pending'.